Event description:
The patient contacted baxter's technical service center regarding a high drain 105 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The technical service representative (tsr) explained the display and reviewed the therapy readings. The initial drain volume equaled 2543ml. The total ultrafiltration (uf) equaled 3246ml. The patient stated he never felt overfull during the night. The tsr reviewed the programming. The hc was programmed for tidal therapy with a total volume of 13500ml, a total time of 9:00, a fill volume of 2200ml, the tidal volume equaled 85%, the target uf equaled 600ml, the last fill volume equaled 2000ml, and the dextrose setting was set to same. The tsr advised the patient to make their registered nurse (rn) aware of the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain 105 alarm. The rn stated she was aware of the event. The rn stated there was no patient injury or medical intervention. No allegations were made against any of the patient's dialysis products. The patient is continuing therapy on the cycler successfully.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to use error, the tidal total ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.